Event description:
It was reported that a hole on the catheter occurred. A 2.50mm x 15mm emerge balloon catheter was selected for use. A guidewire was advanced through the catheter and perforated the side of the catheter and exited the side of the catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. At 46mm from the tip of the device for a length of 1mm, the guidewire lumen was buckled. At 48mm from the tip, the guidewire lumen was buckled, prolapsed, and within the buckled portion, a hole was present. On the proximal end of the buckle, at 52mm, the inflation lumen was punctured twice. This damage is indicative to an interaction with a guidewire. There was contrast in the inflation lumen and the balloon was tightly folded.

Event description:
It was reported that a hole on the catheter occurred. A 2.50mm x 15mm emerge balloon catheter was selected for use. A guidewire was advanced through the catheter and perforated the side of the catheter and exited the side of the catheter. No patient complications were reported.